Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however based upon the information from sorc, there was the possibility that this phenomenon was attributed to the physical damage due to the external force being applied to the distal end of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at olympus service operation repair center (sorc), it was found that the ultrasound transducer surface of the subject device was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.